Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was intermittently inaccurate with multiple cartridges. Additionally, it was reported that an empty cartridge alarm occurred while the cartridge was not empty. Customer loaded a new cartridge to address the issues and continued to use insulin pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.